Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient was experiencing seizures around 3:00 am and the patient's mother called the paramedics to the patient's home. The paramedics measured the patient's blood glucose at 31mg/dl after 7 finger sticks. The cgm was reading 60mg/dl. It was recommended that the patient eat something. Patient had peanut butter and jelly sandwiches and a soda. Patient's bg increased from 31mg/dl to 109mg/dl. At the time of contact, the patient was okay. No additional event or patient information was provided. Calibration was not performed after experiencing inaccuracy. The dexcom g4 platinum with share continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. Additionally, the patient did not enter values into the cgm promptly. The user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.